Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.

Manufacturer narrative:
The model and serial number for this device was previously reported as 2231-40q, (B)(4). This report notes the correct model number and serial number.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
Please retract this MDR 2938836-2016-23988 along with its follow-ups MDR #1 and 2. This complaint has already been reported in MDR 2938836-2016-20396.